Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 81, 176 and 109 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 135 mg/dl. The customer takes her blood test fasting in the mornings. The customer was using the same hand, same finger for testing. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored on the kitchen counter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. Customer does not take any medication to manage her diabetes, she controls it with diet and exercise. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the results of 81, 176 and 109 in the meter's memory. She does not take any medication to manage her diabetes. She controls it with diet and exercise.